Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers anomaly noted. The device was received with scratched lcd window and cracked battery tube threads, device was received with cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 389 mg/dl. Troubleshooting was performed. The device was returned for analysis.